Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 9 months due to unknown reasons. No other information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a mitral valve underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to stenosis. A 26mm 9600tfx valve was deployed. There was good valve position post deployment and no significant mitral regurgitation. The patient tolerated the procedure well and was discharged on pod #1 in stable condition.